Event description:
While attempting to obtain an initial 12 lead EKG, the zoll monitor had a failure. The pt was on a 4 lead, and there were no issues with the monitor. However, shortly after the 12 lead cables were plugged in leads iii, avr, avl and af malfunctioned. The malfunctioning leads appeared to be registering with the monitor as there was a solid isoelectric line displayed on them, but it was either at the very top or very bottom of the viewable area for that lead.